Event description:
The advocate stated the customer was admitted to the hospital because of ketoacidosis. They compared blood readings on the contour next link to the hospital's meter. The readings were 280 and 390mg/dl respectively. Treatment was indicated but advocate could not recall specifics. Advocate was advised to return the strips for evaluation. New strips were sent to the customer.